Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system, where it successfully passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the jaws opened and closed properly. The instrument was connected to the erbe generator and passed bipolar energy recognition. It was subsequently connected to in-house bipolar cautery cables on an in-house system and successfully passed the energy delivery test. The instrument was determined to be fully functional since no product issue was identified.